Event description:
It was reported that during an unknown procedure, the trigger got broken once the surgeon was firing the device. The procedure was successfully completed. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. The device has been received but analysis is not yet begun. Once completed, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2022. D4: batch # v95r2w. Investigation summary the analysis results found that an er320 device was received with the trigger broken and a clip in the jaws. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, 19 clips were found remaining inside the clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number v95r2w, and no non-conformances were identified.